Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill message occurred. Additionally, it was reported that a cartridge change error occurred during the load process. Reportedly, the customer believed that the cartridge was not clicked in all the way onto the pump. The customer successfully reloaded the cartridge to address the event. Reportedly, the customer reverted to manual injections as alternate insulin therapy. Blood glucose was 451 mg/dl.